Manufacturer narrative:
Concomitant product: 5092-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that a warning triggered on the right atrial (ra) lead due to high and variable impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.